Event description:
It was reported that the patient went to the hospital for treatment, the patient gave no information. The patient reported being unsure if the cannula was properly seated. The patient had a sinus infection. The pod was leaking.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.